Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer found no identifiable blockage during these events. There was no reported adverse impact to the customer's blood glucose level. Supply changes were performed resolving the occlusions.